Event description:
The customer contacted beckman coulter, inc (bec) to report erroneous hemoglobin (hgb) and hematocrit (hct) results for one (1) pt sample on their coulter maxm with autoloader. The erroneous pt sample results were reported outside of the lab. The ordering physician questioned the results. There was no impact to pt treatment associated with this event. Qc (qc) samples were assayed prior to the event and all results recovered within the lab's established ranges. The pt was redrawn and the sample was reassayed. An amended report was generated based on the reassayed results and was reported outside of the lab.

Manufacturer narrative:
A field svc engineer (fse) was dispatched to the customer's site. The fse replaced the secondary mode aspirate pump. The fse removed the blood sampling valve, cleaned it, and reassembled it. The fse performed a precision analysis which yielded passing results. The fse performed mode to mode calibration. The fse verified all repairs per established procedures. The root cause is unk but may be related to hardware replaced during servicing of the analyzer. This reported event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This event was originally reported in 2008 as MDR 1061932-2009-00047. During the retrospective review, it was determined that a f/u to the original MDR and two add'l mdrs were required to be filed. This MDR represents event 2 of 3 reported by the customer. This MDR is related to the following mdrs that have been reported: 1061932-2009-00047 f/u #1 MDR 1061932-2011-1707.